Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that an als backed out from the t2 alpha tibial nail. The patient has a history of stroke and is on dialysis due to diabetes. The subject advanced locking screw was inserted in the fourth hole from the proximal, but there was almost no engagement between the screw and cortical bone due to overlap with the screw hole position at the primary surgery. The primary surgery was performed with another companies' nail and the revision surgery was performed with t2 alpha on (B)(6) 2022, because of pseudarthrosis. In addition, the patient did not listen to the surgeon's instructions on movement restrictions, etc. Only the screw that backed out was removed on (B)(6) 2022.

Event description:
It was reported that an als backed out from the t2 alpha tibial nail. The patient has a history of stroke and is on dialysis due to diabetes. The subject advanced locking screw was inserted in the fourth hole from the proximal, but there was almost no engagement between the screw and cortical bone due to overlap with the screw hole position at the primary surgery. The primary surgery was performed with another companies' nail and the revision surgery was performed with t2 alpha on (B)(6) 2022, because of pseudarthrosis. In addition, the patient did not listen to the surgeon's instructions on movement restrictions, etc. Only the screw that backed out was removed on (B)(6) 2022.

Manufacturer narrative:
Please note the correction to clinical signs code. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The patient has a history of stroke and is on dialysis due to diabetes. The subject advanced locking screw was inserted in the fourth hole from the proximal, but there was almost no engagement between the screw and cortical bone due to overlap with the screw hole position at the primary surgery. The primary surgery was performed with other companies' nail and the revision surgery was performed with t2 alpha on (B)(6) 2022 because of pseudarthrosis. In addition, the patient did not listen to the surgeon's instructions on movement restrictions, etc. Manufacturing documents revealed no deficiency. The item had left the premises in intended condition. No further complaints including this lot have been reported. According to received information the patient had not been compliant. The root cause was classified as not product related but rather as patient related. If the device is returned or if any additional information is provided, the investigation will be reassessed.